Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjohuntleigh, a branch of arjo ltd. Med ab (under registration #1000381138). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. An investigation was carried out into this complaint. Arjohuntleigh has received the information regarding an incident which occurred with the involvement of nimbus 3 system. It was reported that the mattress has deflated. A staff member (a nurse) attempted to inspect the system in order to identify the reason of deflation and found the tubeset (a hose supplying the air from the pump to the mattress) being disconnected on the mattress side. During the attempt to re-attach the tubeset, the component slipped and accidentally hit an eye of the caregiver. As a consequence, the tubeset scratched 7 mm of eye cornea and been off work for 26 days. Based on the clinical opinion this event meets the definition of serious injury. No injuries to the patient occurred. When reviewing similar reportable events, we have found no other cases presenting a similar scenario as claimed in this complaint. According to that, this particular complaint appears to be an isolated occurrence. The system was evaluated by arjohuntleigh representative who did not discover any malfunction of the system. Mattress and pump performed up to their specifications. The involved tubeset was isolated, however upon the inspection there were no functional issues identified. Following the information gathered, it was possible to indicate that the scenario of reported event was most likely related to use error. Tubeset assembly is an external component of the mattress, both way detachable, which connects the mattress and the pump outlet ports, allowing the air distribution. It consists of 5-way tube extrusion and two connector bodies, which are tightly secured. The instruction for use (151996en_05) clearly indicates a procedure to be followed when connecting the tubeset to both- mattress and pump gaskets: 1. Locate the bottom of the tubeset connector onto the bottom of the pump/mattress connector. 2. Pull the top of the tubeset connector up and over the top of the pump/mattress connector, until the tubeset connector "clicks" into position. 3. Make sure both connections are secure. It was established that the event caregiver attempted to re-connect the tubeset assembly when still attached to the pump's side. According to the instruction for use (151996en_05): "disconnect the pump from the mains power socket before cleaning and inspecting." If the pump was not switched off during this procedure, the unit might have been generating pressure to be distributed by the tubeset, therefore the part might have been prone to accidental slip which appeared difficult to be controlled by the user. Potentially close position of the user's head and the mattress CPR module (to which the tubeset is attached) is also believed to be a factor contributing to the outcome of this event. Possible sequence of events presented above seems to be the most probable and in line with the event description. The root cause of the reported event is considered to be use error - the staff member who inspected the pump was injured as a consequence of unfortunate sequence of events and very likely due to an incorrect technique of tubeset installation. It has not been established whether nimbus 3 system was used for patient therapy at the time of event. The system has not malfunctioned (did perform up to specification), however its use error has contributed to the outcome of the reported incident. Due to the nature of this incident we are reporting this event to competent authorities.

Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjohuntleigh, a branch of arjo ltd. Med ab (under registration #1000381138). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon the conclusion of investigation.

Event description:
Arjohuntleigh was informed about an incident which occurred with the involvement of nimbus 3 system. It was reported the ward sister went to inspect the mattress which was deflated due to detached tubeset (an air hose connecting pump with mattress). During the attempt to re-attach the piping, the pump end of the connector has slipped out and went into the staff member's eye. The staff member has received an eye injury - a 7mm scratch of the cornea which resulted in 26 days off work. No injuries to patient reported.